Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. The battery compartment reportedly was cracked and there was moisture corrosion inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/21/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/30/2015 with the following findings: during investigation, a visual inspection of the pump revealed multiple cracks in the battery compartment. Corrosion was observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and evidence of moisture damage was found on the printed circuit board (pcb) and internal components of the pump.